Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during setup for surgery, the system froze. The unit power was switched off but the display still on. The surgical list for the day was canceled. There was no patient involvement. Additional information has been requested but not received.

Manufacturer narrative:
There has been no system service performed. An alternate system was lent to the customer to address the reported event. The customer was under the negotiation process of repairing the system or buying a new system. The system was manufactured on january 23, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined. The manufacturer internal reference number is: (B)(4).